Event description:
Device malfunction: none. Symptom/ae: redness/pain/infection/surgery. Time of symptom/ae/after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, ten days post procedure the patient returned with redness in the foot and pain in the leg. Puss was found at the access site. A cut-down procedure was performed to remove the clip from the artery and a patch was used for artery repair. The patient is recovering from surgery. The patient has been given antibiotics for the infection. No additional information has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.